Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system drawer was failed. A field service engineer visited the site with a new team member and verified that no further action was needed as the issue had been resolved. Conducted training on storage configuration and troubleshooting basics. Hardware test application could not be launched. Service call was closed. The system functioned as intended after the customer resolved the issue.